Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as the estimated remaining longevity decreased from 30% to 15% in one month. A request was made to have data from this device analyzed, but at this time, the results have not yet been provided. The plan is to replace the device but there is no evidence to suggest that this intervention has been performed. No adverse patient effects were reported. The device remains in service. Additional information was received. Data analysis confirmed the battery appears to be depleting more quickly than expected. Device replacement was recommended. The device remains in service.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should further pertinent information be provided.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as the estimated remaining longevity decreased from 30% to 15% in one month. A request was made to have data from this device analyzed, but at this time, the results have not yet been provided. The plan is to replace the device but there is no evidence to suggest that this intervention has been performed. No adverse patient effects were reported. The device remains in service. Additional information was received. Data analysis confirmed the battery appears to be depleting more quickly than expected. Device replacement was recommended. The device remains in service. Additional information provided from the field indicated surgical intervention was later performed and this device was explanted. No additional adverse patient effects were reported. The device was returned for analysis.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as the estimated remaining longevity decreased from 30% to 15% in one month. A request was made to have data from this device analyzed, but at this time, the results have not yet been provided. The plan is to replace the device but there is no evidence to suggest that this intervention has been performed. No adverse patient effects were reported. The device remains in service. Additional information was received. Data analysis confirmed the battery appears to be depleting more quickly than expected. Device replacement was recommended. The device remains in service. Additional information provided from the field indicated surgical intervention was later performed and this device was explanted. No additional adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. The product has been received for analysis. This report will be updated upon completion of analysis, should further pertinent information be provided.